Event description:
The patient's nasogastric tube and vent suction canisters were changed on night shift around 5am. At approximately 11am, the rt (respiratory therapist) and nurse responded to a low o2 sat alarm in the patient¿s room. The patient's secretions could be heard, but the suction was not pulling anything out. After some investigation, it was found that the suction canister itself was faulty and because of this could not suction effectively. Canisters were changed. Canisters were kept in the unit for further investigation.